Event description:
Customer reports that drive support cap was sticking out. Customer reports of having to stick drive support back in and insulin would come out of tubing. Customer's blood glucose was unknown. Customer is not sure how damage occurred. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with loose and or flushed drive support disk. The device had minor scratched lcd window.